Event description:
Info received indicates when the brake is set the casters continue to swivel.

Manufacturer narrative:
The tech found the casters were not locking when the brake was set. He replaced the casters to repair the stretcher.